Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed that the emergency lamp indicator on the front panel flashed after turning on the device and that the emergency lamp was faulty. The device was inspected in combination with the olympus video system center otv-s190, the light source cable maj-1959, and the rhino-laryngo videoscope enf-v3. The voltage applied to the lamp body was normal, and there were no abnormalities in other functions and the appearance of the lamp body. Therefore, the reported event may have been caused by a malfunction or failure of the emergency lamp body. The cause of the emergency lamp failure could not be identified. The device had no repair history. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsc. Omsc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -there were no abnormalities in the appearance of the device that could be visually confirmed. -when the device was connected and operated according to the instruction manual, there was no abnormality other than the blinking emergency lamp indicator. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the emergency lamp indicator flashed when the device was turned on. At this time, the error code was not displayed. The user completed the intended procedure with the device. The device was used in combination with the olympus video system center otv-s190 and the cysto-nephro videoscope cyf-vha. There was no report of patient injury associated with the event. Three years have passed since the device was delivered to the user facility, and the lamp has only been used for 100 hours.